Manufacturer narrative:
An additional aortic tag thoracic endoprosthesis (ctag) item number tgu404020 also involved with this complaint. The information described in this report was collected by the society of vascular surgery patient safety organization for the vascular quality initiative (vqi). Vqi data is double blinded, and is not managed, maintained or supervised by gore or any representative of gore. No additional information related to this event will be made available to gore by the vqi. Therefore, further investigation is not possible.

Event description:
It was reported to gore via the vascular quality initiative (vqi) that on an unknown date in 2014, a patient underwent elective endovascular treatment of an asymptomatic chronic dissection in zone 3 and extending to zone 13. The tevar indication was aneurysm, the primary entry tear was located in zone 3 and covered. Two conformable gore® tag® thoracic endoprostheses (tgu404020 x2) were implanted within zones 2 and 4 and extended distally within zone 5. At the time of the initial procedure zone 4 was identified as the zone of maximum diameter and was reported to measure 71mm. Additionally, the patient underwent branch treatment and surgical bypass of the left common carotid artery to left subclavian artery was performed using a dacron graft. Post treatment of the branches reported patency of the left subclavian artery(lsa), celiac artery (ca), superior mesenteric artery (sma), left renal artery (lra) and both the right and left common iliac arteries (rcia/lcia), with the right renal artery having been occluded. The patient was reported to have developed dysrhythmia during the procedure. The patient tolerated the procedure and was transferred to the intensive care unit (ICU) and is reported to have had placement of a spinal drain. No other complications were reported for the patient who was discharged to home on unknown post operative day(s) pod 5. The patient underwent follow up visits on unknown post operative day(s) pod(s): 41 and 541. On an unknown date, approximately pod 41, aortic enlargement within the treated area was reported and the maximum aortic diameter was reported to measure 82mm. No additional treatment was reported for the patient. On an unknown date, approximately pod 541 the maximum aortic diameter within the treated area was reported to measure 80mm.